Event description:
Pt had a cadd legacy pump with morphine 10 mg/ml infusing at 1 mg/hr continuous infusion subcutaneously. The physician ordered the medication to be decreased to 0.5 mg/hr continuous. The nurse attempted to scroll down to 0.5 mg/hr. Instead of stopping at 0 and alerting the nurse that 0.5 mg/hr was not an option at the concentrated dose, the pump allowed the clinician to continue downward scrolling, beginning at 499 mg/hr, and she continued scrolling down to 50 mg/hr, and misread the rate as 0.5 mg/hr. The pump setting was changed in 2008 at 1:49pm, and the pt was pronounced dead at 7:10am by the night rn, who noticed the infusion rate of 50 mg/hr did not match the order of 0.5 mg/hr.